Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited elevated pacing impedance and was oversensing noise that triggered inappropriate mode switches. Programming changes were implemented. There were no patient consequences.